Manufacturer narrative:
The unit was received at the international service center. The technician identified that the v60 unit did not start up only on internal battery and e/c1124 (battery failed message) was identified in the diagnostic event log. Lithium-ion battery was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Check test was performed and then no abnormality was found.

Event description:
The international customer sent the v60 device to the international service center for routine periodic maintenance. The service technician during service identified that the v60 unit did not start up only on internal battery and e/c1124 (battery failed message) was identified in the diagnostic event log. There was no patient involvement.